Event description:
It was reported that the device shut off three times on its own. Although there was patient involvement, there was no patient harm. The biomedical engineer could not reproduce the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The upper and lower cases, battery release o-ring, release spring, battery drawer, and battery flex were all wet/contaminated. The battery contacts were wet, contaminated, and discolored, and one side bail cover was broke.

Event description:
It was reported that the 5388 instrument (epg analyzer) shut off three times. Although there was patient involvement, there was no harm to any patients. The biomed engineer could not duplicate the error. It was requested that the instrument be returned for service and repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.